Manufacturer narrative:
The tech found the right head caster was bent and the roll pin for the head brake pedal was broken. The tech replaced the caster and the roll pin to repair the bed.

Event description:
Info received indicates the bed is not rolling or braking correctly.